Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Fractured screw piece inside one full osseotite® implant 5 x 10mm (fos510) was returned for investigation. Visual inspection of the as returned product identified a large amount of wear, and some bone tissue attached to the implant threads. The implant internal drive feature was confirmed to contain the fractured piece of the unknown screw, which was too badly damaged to be removed. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 and used for approximately 12 years. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed for the unknown screw, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (biomet screws). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an unknown zimmer biomet screw fractured inside the implant. Screw could not be removed and implant was removed. Tooth location 19.